Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion of fluorouracil (5fu) with a folfusor device. Subsequently, the patient experienced "constrictive chest pain" during treatment with suspected coronary spasm. It was reported the infusion was completed six hours earlier than expected. The folfusor was prepared with 159 ml of sodium chloride (nacl) and 71 ml of 5fu, for a total dose of 3550mg in 230 ml. The 5fu therapy was stopped and the patient's chemotherapy protocol was modified. The cause of the over infusion was not reported. It was not reported the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.